Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 389 mg/dl and a bolus via the pump was delivered to address the bg level. The customer reported that the pump settings had not yet been "fine tuned" and was the cause of the high bg. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.